Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is 2 of 2 MDR for 2 of the 2 devices that had the slda. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure where approximately one month after the implantation of the device, the patient was transferred to the hospital, showing symptoms of cardiac decompensation. During examination, it was found that the two additional ace devices implanted resulted in slda (single leaflet device attachment). As reported, the physician suspected tension and force on the leaflets, but no definite cause was specified or found. At the time of this investigation, the patient was in evaluation for an evoque valve. The patient was not at the hospital at that time, and they were uncertain about whether further treatment was wanted.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by the edwards clinical specialist (cs) who was present on site. Available information suggests that procedural factors likely contributed to the event due to due to reduced imaging quality and inadequate leaflet grasping. The cs reported visibility of the septal leaflet was limited due to shadows coming from the right ventricle (rv) lead. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.